Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient said a week ago they noticed a hot painful sensation going down their head and neck and stated it was sudden. They said it only happened at night time when they were laying down and were wondering if the electrode on the lead was going bad. It was recommended to follow up with their hcp. There were no further complications reported.